Event description:
Caller indicated the relion confirm meter was giving variable readings. He got a reading of 30 and 286 within 10 minutes of each other. Because he was confused as to what reading was correct he gave himself insulin and ate (B)(6) he thinks. He says he has been very out of it lately and things have been foggy. He said he was up all night caring for his mother. Controls not used. Replacing product.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.